Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip assembly was not detached or damaged. Visual inspection revealed a kink in the sheath assembly at 12.0cm from femoral marker at distal side and bent hub wing. Imaging core wind up in the hub and telescope assembly and imaging core broken off from the hub were also observed. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the reported tip detachment was not confirmed. (B)(4).

Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, a tip detachment occurred. The atlantis sr pro imaging catheter was prepared and inserted into the lesion. The atlantis sr pro imaging catheter did not produce an image inside the body and then the distal tip separated. It is unknown if there was any attempt at retrieval or if the tip remains in the patient. The procedure was completed with another ivus catheter. No further patient complications were reported and the patient's condition was reported as fine. Additional information has been requested and is not available.

Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, a tip detachment occurred. The atlantis sr pro imaging catheter was prepared and inserted into the lesion. The atlantis sr pro imaging catheter did not produce an image inside the body and then the distal tip separated. It is unknown if there was any attempt at retrieval or if the tip remains in the patient. The procedure was completed with another ivus catheter. No further patient complications were reported and the patient's condition was reported as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).